Event description:
A malfunction alarm was reported with the code "malf 0." There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, and the issue did not recur. Customer was advised to continue using the pump and to contact support if the malfunction reoccurred.